Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels ( up to 325 mg/dl) and the cause was not known. A bolus via the pump would be delivered to address the bg level. As the events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.